Manufacturer narrative:
(B)(4).

Event description:
Patient was being sedated for intubation and when extension tubing port was pierced for rapid sequence sedation, port collapsed and blood flowed back from patient into tubing.